Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0 x 150mm, 90cm ranger paclitaxel-coated pta balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon became stuck with a 014 non-boston scientific guidewire. Both devices were removed as a single unit. The procedure was completed using this device. No complications were reported.